Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an unknown anomaly and was for replacement. Additional information indicated that the patient was seeing another cardiologist for evaluation at patient's decision. No further information was given. The pacemaker remains in service. No adverse patient effects were reported.